Event description:
Boston scientific received information that remote monitoring of this device with right ventricular lead revealed an alert indicating the patient with this system should see their physician. After presenting to the hospital for follow up, interrogation revealed an out of range impedance measurement had occurred. However, during this follow up, impedance measurements were within acceptable labeling guidelines. The physician was informed of this issue; discharged the patient and recommended further follow up. No adverse patient effects were reported. Additional information was received. During the follow up, all measurements were normal and within acceptable range. No changes were made; the physician has decided to further monitor this system. A further out of range was displayed and reported to the physician.

Manufacturer narrative:
According to available information, this device and lead remain implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Laboratory analysis was unable to confirm an manufacturing anomaly that would have cause or contributed to the high impedances observed during implant.

Event description:
Subsequently, this device was explanted for a non related issue (see report 2124215-2017-04554). Analysis was conducted.